Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, following pocket closure, this device exhibited a da error code. Data was requested to be forwarded to boston scientific's engineers for analysis and recommendations. To date, the device remains implanted and in service with no additional reported complications.